Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377760, lot#: v000401, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot#: v000468, implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The consumer reported that the patient still had the leads implanted but the neurostimulator (ins) was removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that their third implantable neurostimulator (ins) was removed. The consumer stated that the device was not covering the pain areas that it was meant to cover. It was unknown when the ins was explanted. No further complications were reported or anticipated. Indication for use was failed back surgery syndrome- other.